Event description:
It was reported the company representative was unable to locate the suspect serial cable. Due to this, the serial cable is not expected to be returned for product analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the company representative was unable to interrogate her demo generator with her programming system. Troubleshooting was performed and it was found that the serial cable was the cause of the inability to interrogate. The company representative was given a new serial cable and the issue was resolved. Attempts for additional relevant information have been unsuccessful to date.